Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.